Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: "when changing your exit site dressing, inspect the driveline for moisture, cracks, and tears or punctures. Report any damage to your doctor, nurse or vad coordinator." It also cautions, "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) team that on (B)(6) 2017, the patient's wife called to report that the previous repair to the patient's driveline was "coming off again" and they would like it repaired. The patient was scheduled to be seen in clinic on (B)(6) 2017 with a clinical specialist present. Of note, the patient had multiple driveline repairs in the past with almost the entire external portion of his driveline repaired with rescue tape. He also had two driveline strain relief repairs in the past year. The patient's wife called the vad office again on (B)(6) 2017 to report that the patient had some alarms the night before and that morning but they were unsure what the alarms were. The clinical specialist saw the patient in clinic on (B)(6) 2017 with the vad coordinator. Upon interrogation, it was noted that the patient had a vad stopped alarm that lasted 13 seconds and an electrical fault alarm that lasted 2 seconds the evening of (B)(6) 2017. In addition, another 8-second electrical fault alarm occurred the morning of (B)(6) 2017. Upon assessment of the driveline, the previous strain relief repair by engineering in (B)(6) had pulled away from the metal driveline connector and the wires of the driveline were exposed. The previous repairs to the length of the driveline were intact. Log files were sent in for analysis, which confirmed the alarms noted. Due to the patient's history of repairs clinical engineering was contacted to see if a driveline splice would be an option per the site's request. The clinical engineering team reported that a driveline splicing was warranted in this case especially with the alarms the patient had experienced recently and the risk of pump off time. This splice repair was anticipated to be complex as the wires were not color-coded (one red, five black) like those of the current pumps. The patient was admitted to the cardiovascular intensive care unit (cvicu) for monitoring overnight. Two engineers from the clinical engineering team (cet) were flown up on (B)(6) 2017 to perform the splicing in the operating room in the afternoon. During the service evaluation, the driveline was noted to have extensive damage and discoloration of the outer sheath. The strain relief portion of the connector was missing and all the wires were exposed. The previous sheath repair was removed and most of the outer sheath noted to be gone. Electrical faults could not be replicated given the extensive damage, the exposed wires and the number of previous repairs. A splice repair was recommended to replace all the damage. The patient remained in hospital and the risks associated with the planned procedure as well as the potential for pump-off time were explained to the patient and the site per the service report form. The driveline splice repair and driveline sheath repair were performed. As the procedure was being completed and the second wire was cut, the pump turned off. The cet continued to cut the wires and crimp them in the driveline and into the connector. However, the patient coded and medical intervention was needed. In the midst of the intervention, the clamp nut necessary for the splice repair could not be found. Additionally, as the staff performed cardiopulmonary resuscitation (CPR) and the patient was moved, one of the wires got frayed causing an intermittent connection with the crimp and not allowing the pump to start. The cet were able to manually push the wires into place and got the pump to start. They explained the situation to the site and suggested going back to replace back to place the nut and fix the wire. The patient's medical team approved of this approach and allowed the cet to go back and place the nut. Once again when they disconnected the pump to place the nut and fix the wire, the patient coded and medical intervention was necessary. The engineers were able to place the nut, get a crimp on the frayed wire, and connect it. The wire did not hold long enough and once everything was inside the block it recessed from the crimp. They pushed the cables to make a temporary connection with the crimp to turn on the pump and it worked. At this point, the pump was running on a single stator. They once again explained to the site the situation and what was needed to complete the repair. They agreed to the suggestion and the cet proceeded. Before disconnecting the pump for the last time, they secured the crimp on the frayed wire and quickly removed the stuck pin and placed the new one in its' place. The pump was able to start with both stators and all connections were noted to be secure. The patient was intubated and stabilized and the engineers were able to finish closing off the splice tube, leaving a completely secure connection. Despite the rough circumstances, the cet were able to complete the repair, and according to the medical staff, the patient was stable when they left. He was referred for further medical examination to ensure the pump off time did not have any side effects. There was a pump-off time of approximately six minutes in total. There have been no additional patient sequela reported.

Manufacturer narrative:
A segment of driveline cable (B)(4) was returned for evaluation. Various analysis were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a vad stopped and electrical fault alarm with a fault status '0x0208' indicating 'sys_rear_over_current_trip' and 'sys_motor_stators_failed' recorded on january 10, 2017 at 21:30:06. These alarms were likely the result of the exposed driveline wires making contact with each other leading to an electrical short of the rear stator. Another electrical fault alarm with a fault status '0x200' indicating 'sys_rear_over_current_trip' was recorded on january 11, 2017 at 10:53:40 again likely as a result of the exposed driveline wires making contact with each other leading to an electrical short of the rear stator. Both electrical fault alarms cleared within seconds of being recorded. Starting on january 12, 2017 at 13:22:58. A series of electrical fault alarms and vad disconnect alarms were recorded likely as a result of the splice repair. Visual inspection and on-site inspection revealed extensive damage and discoloration of the driveline outer sheath and driveline strain relief. The strain relief portion of the connector was missing and all wires were exposed with one of the black conducting wires with missing insulation. A driveline sheath and a driveline splice repair was performed to mitigate the reported conditions. Medtronic mcs/heartware has initiated (B)(4) to evaluate driveline sheath damages. Based on the investigation conducted under (B)(4), the most likely root cause of the driveline sheath damage and discoloration is exposure to uv light. The most likely root cause of the initial electrical fault and vad stopped alarms can be attributed to an electrical short of the rear stator wires as a result of the damaged driveline strain relief. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.